Event description:
The customer reported that this unit was generating an error 90007 during shift check testing. The biomed indicated that he was not touching any buttons during the test and the error still occurred.there was no report of patient involvement.